Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the lead dislodged several times during implant. A new lead was implanted successfully.